Event description:
It was reported that this lead was capped due to product performance issue. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was capped due a possible lead fracture; this fracture was not confirmed. No additional information is available at the moment. No additional adverse patient effects were reported.